Manufacturer narrative:
(B)(4): the customer reported that the device does not provide enough energy. No patient involvement was reported. A philips field service engineer evaluated the device and verified the reported symptom. The power pca was replaced to resolve the issue. The device passed all testing and was returned to the customer. We are considering this a power pca malfunction.

Event description:
The customer reported that the device does not provide enough energy. No patient involvement was reported.